Event description:
Patient reported unknown side capsular contracture. Healthcare professional later reported left capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left capsular contracture as baker grade ii/iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. . Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported unknown side capsular contracture. Healthcare professional later reported left capsular contracture baker grade unknown. Device has been explanted and replaced.